Event description:
(B)(4) study. It was reported that during a coronary stenting treatment procedure, the patient experienced worsened appearance of the more proximal stenosis. Lesion 1 was located in the distal left anterior descending (lad). The lesion was 90% stenosed, 3.0mm in diameter and 15mm long. The lesion was treated with predilation and placement of a 3.0x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the mid lad. The lesion was 80% stenosed, 3.25mm in diameter and 20mm long. The lesion was treated with predilation and placement of a 3.0x28mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. During the index procedure, the patient experienced worsened appearance of the more proximal stenosis. A non-bsc wire was used to transverse the patient's serial lad stenosis. Predilation of the distal lad was performed with a 3.0x12mm non-bsc balloon. A 3.0x20mm taxus liberte stent was deployed over the target lesion. Post dilation of the stent was performed with a unknown 3.25mm noncompliant balloon. Repeat angiography revealed worsened appearance of the more proximal stenosis likely due to trauma from passing equipment through it. The non-bsc wire was redirected into the diagonal branch and a unknown size non-bsc wire was placed into the distal lad. Predilation was again performed with the same 3.0x12mm non-bsc balloon. The proximal lesion was covered with a 3.0x28mm taxus liberte stent over the diagonal branch. The stent was deployed after removal of the non-bsc wire. Post dilation was then performed using an unknown non-bsc 3.5mm non-compliant balloon. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).